Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). This supplemental emdr represents the bard/davol composix l/p w/ echo ps (device 1). An additional emdr was submitted to represent the bard/davol bard soft mesh (device 2 and 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on or about (B)(6) 2012 and bard soft mesh (x2) on or about (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with implant of composix l/p with echo ps (device 1). Per op notes, ¿a multilobulated hernia sac with three different hernias around the umbilicus was noted. The hernia defect was then closed by placing small stab wounds along the lateral left edge of the hernia defect. The sutures were placed to close the defect in the midline. A composix l/p with echo ps (device 1) was placed into the abdomen and secured with suture and permafix stapler to the abdominal wall.¿ on (B)(6) 2018 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with excision of composix l/p with echo ps (device 1) and implant of two bard soft mesh (device 2 and 3). Per op notes, ¿a curvilinear elliptical transverse incision was made that included the hernia sac and umbilical stalk. The hernia sac was excised. The prior mesh (device 1) was explanted. Some holes in the peritoneum were closed with suture. Two large pieces of bard soft mesh (device 2 and 3) were placed to cover the closed peritoneum and secured with sutures.¿ on (B)(6) 2018 - patient was diagnosed with ventral abdominal wall abscess thereby underwent open repair. Per op notes, ¿the purulent, erythematous, malodorous material was aspirated. The fluid collection was noted to be greatly decreased and expressed improvement of symptoms.¿ on (B)(6) 2018 ¿ patient was diagnosed with abdominal wall abscess thereby underwent drainage of ventral abdominal wall abscess and placement of drains. Per op notes, ¿the old jp drain site in left lower quadrant was noted to be draining purulent fluid. A counter incision was made at the right area of the abscess cavity and drain was pulled and sutured. The left lower abdominal abscess cavity was explored and noted a purulent fluid from both cavities. A counter incision was made in the left abscess cavity and drain was pulled and sutured.¿ (mrr) 16. On (B)(6) 2018 ¿ patient was diagnosed with abdominal wall abscess thereby underwent incision and drainage of abdominal wall abscess. Per op notes, ¿the largest fluid collection was identified. An incision was made in the anterior abdominal wall. Purulent drainage was noted and taken for culture. The cavity was drained and irrigated. Another abscess cavity was located on the lateral aspect of the abdominal wall. Purulent drainage was noted and suctioned out. This cavity was also irrigated. Mesh was not noted. Incision was then packed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p on or about (B)(6) 2012 and bard soft mesh (x2) on or about (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.